Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was white foreign matter in the bd¿ blunt fill needle. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that there was white foreign matter in the bd¿ blunt fill needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: the bd confirms the complaint according images and samples received by the customer. The excess of resin occurred due to an error in the adjustment of the assembling machine. For this failure mode the a3 quality tool was executed as action, during the year an improvement study was made to reduce this mode of failure. DHR review: the manufacturing date for this batch was april 19th to 28th, 2018. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed general visual inspection each 02 hours at 50 parts at assembly process. Qn review: no quality notification related to defect were observed. Maintenance review: no maintenance records that could related to defect were observed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.